Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that air occurred on o ring and when she removed bubbles next day at the same place on o ring was air bubble again. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did not persist after the set change. The reservoir will not be returned for analysis.